Event description:
During an initial implant procedure, insertion of the left ventricular (lv) lead into the device header was difficult. The physician reported insulation on the lv lead connector resulting in the insertion difficulties. The lv was able to connect successfully after multiple attempts. The patient was stable and will continue to be monitored.